Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula was coming out event on 08-aug-2024. The site of insertion was left abdomen. The infusion set was in use for one day. No further information was available.

Manufacturer narrative:
E1: patient country: united states patient city: (B)(6).